Manufacturer narrative:
The report was received via the chinese user facility reporting program - against the description of event in this ufr ("after adjusting the ventilator, normal ventilation was restored") the following "initial treatment: replacement of the ventilator, after active resuscitation of the patient and the patient recovery" was noticed. The hospital did not report to dräger directly and did also not involve the local dräger s&s organization into any follow-up measures. No further information could be obtained, a case specific evaluation is not possible and the contradiction if the ventilator was exchanged or re-adjusted could not be clarified. No further details about device settings, alarms or behavior during the event are known - the affected device was manufactured in september 2019 - its state of maintenance and repairs is unknown to the manufacturer. The aspect that normal function of the ventilator was restored after adjusting the settings would suggest that indeed there was no technical issue with the machine. If, for example, the device was used in non-invasive ventilation mode with apnea ventilation set to off, the device would not apply mandatory breaths when the patient's own breathing stopped due to the health condition.

Event description:
It was reported that during an ongoing ventilation the patient appeared pale with low oxygen saturation - immediate assessment revealed the ventilator had stopped functioning - reportedly after adjusting the ventilator, normal ventilation was restored. It was further reported that, after the following active resuscitation, the patient's heart rate recovered, and complexion returned to normal - patient's condition was continously monitored then.